Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was selected for endovascular treatment of a 44.7 mm x 54.3 mm abdominal aortic aneurysm. It was reported that during the prepping, prior to use in the patient, it was noticed that a guidewire lumen was occluded. The physician attempted to inject a heparin-physiological saline solution through a syringe into the guidewire lumen in order to aspirate air from the guidewire lumen, resistance was experienced and a syringe could not be pushed. The device was not used in the patient. Another endurant iliac limb was used to complete the case. Per the physician, the event is related to the device. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Device evaluation summary: the complaint was confirmed; there was an unknown obstruction within the tapered tip lumen. The root cause of the event could not be conclusively determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: sex, no eval explain code. If information is provided in the future, a supplemental report will be issued.